Manufacturer narrative:
Most probable cause of the leak is a defective/damaged disposable. Pump should not cause any leaks. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump bag was wet with dried white crust. Patient disconnect pump at home cleaned skin and clothes. Pump was returned to the pharmacy. Patient not affected. No patient injury. No additional information.